Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found all electrode peel back(retract) from the tubing's insertion needle. Unable to confirm sensor damage due to customer returning the product opened/used.

Event description:
Customer called to report a faulty sensor. Blood glucose reading was 244 mg/dl. The customer stated there was a piece sticking out the sensor after it was inserted. When the sensor was removed the cannula was missing. Advised that the sensor will be replaced. Nothing further reported.